Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented in clinic after receiving a notifier for lead noise and rv oversensing. The patient did not receive any therapy as a result of the noise. There were no complications and the lead was extracted and replaced. The lead was discarded.